Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section e3, h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. More than 8 years have passed since the device was manufactured. The investigation determined that the event was likely a communication failure with the scope or wear of the video connector due to long-term repeated use, additionally, the issue could also be due to foreign objects such as dust and residual chemicals adhered to the electrical contact of the video connector. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: "wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source".

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the sales representative (rep) who confirmed that there was no death or injury related to the event. The scope with the reported issue was tried on another cv-190 and it worked without any issue. Tac then asked the rep to swap out the light source to ensure it was not the light source that caused the issue. The rep declined and stated he would send the entire cart in for review. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use that evis exera iii video system center had an error code b30 for communication error. There was no harm, infection or user injury reported due to the event.